Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 50-year-old man underwent a high-risk percutaneous coronary intervention with impella support. During the procedure significant bleeding was observed around the companion sheath. The sheath was removed and reinserted at the ten o¿clock position; however, bleeding persisted. The procedure was completed, and the impella device was subsequently removed with good hemostasis achieved. No additional adverse clinical information was provided.